Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarms with tf 8914.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported:"while on patient 8914 (cuff pressure sensors defective) was generated. No patient harm and no intervention was reported. Provided logfiles confirm tf 8914, ventilation continued. No part was replaced. No further feedback received on what was done to solve the issue. No further complaints about this device in the system. Corrections remain unknown.